Event description:
(B)(4) study. It was reported transient ischemic attack (tia) occurred. On (B)(6) 2018 the patient underwent a left atrial appendage (laa) closure procedure. A 31 mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 24.0 mm. Prior to the index procedure, 81 mg aspirin was administered. The patient was discharged the next day on aspirin and rivaroxaban. On (B)(6) 2018, the patient presented to the emergency department via emergency medical service (ems) with altered speech. The onset of the symptom was some garbled speech in the morning, after which ems arrived home. The subject also had some numbness in bilateral hands which progressed severely. The speech and numbness were improved, when the ems dropped oxygen to the patient. The patient had no symptoms, when she presented to emergency department. That day neurological examination showed normal gait and station, grossly intact cranial nerves and sensation, normal speech and motor reflexes, symmetric coordination from finger to nose intact. Romberg test was found to be negative. Tremor and pronator drift were not noticed. The patient was hospitalized, and lab investigations were carried out which revealed leukocytosis (underlying history of chronic lymphocytic leukemia) and urinary tract infection, which was treated with ceftriaxone. CT scan was performed which revealed, no intracranial hemorrhage or mass effect. Mild cerebral and cerebellar volume loss as per age. Benign dense calcification along the anterior falx cerebri was noted. No hydrocephalus or cerebral edema was seen. No skull fracture was detected. The visualized paranasal sinuses and mastoid air cells were clear. EKG revealed sinus rhythm and non specific t-wave abnormality. Chest x-ray on the same day revealed, borderline cardiac enlargement. There was normal pulmonary vasculature, bronchial wall thickening bilaterally, most marked in the medial right lung base. There was no focal pneumonia noticed. Carotid duplex ultrasound revealed, right internal carotid peak systolic velocity 85 cm/s, left 80 cm/s. Right ica to cca ratio 1.0, left 0.7. No hemodynamically significant left or right internal carotid arterial stenosis by nascet criteria on provided representative images. Antegrade flow was noted in the left and right vertebral arteries. Of note, the patient had tee done 6 weeks before, which demonstrated an area of leak approximately 1 mm without evidence of left atrial clot. The patient was diagnosed as transient ischemic attack (tia) and specified as "duration of focal or global neurological deficit less than 24 hours in case of imaging-documented new hemorrhage or infarct." The suspected cause was unknown. On (B)(6) 2018, a repeat CT-brain was performed which showed, no mass, mass effect, or midline shift. No acute intra or extra-axial hemorrhage. No extra-axial fluid collection was noted. There was no effacement of the sulci or basal cisterns. The basal cisterns were patent. The ventricles and sulci were normal for age. No evidence of acute large territorial ischemic infarct. The orbits were normal. The calvarium was intact. The paranasal sinuses and mastoid air cells were clear. Periventricular hypodensities likely representing chronic ischemic small vessel disease. On the same day, neurological examination was performed, and the patient was alert, well oriented with no focal neurological deficit. On (B)(6) 2018, the patient had no recurrence of symptoms and the event of tia was considered resolved. The patient was discharged from the hospital on the same day. On (B)(6) 2018, the patient developed left arm numbness without noticeable weakness along with numbness of left upper leg. The leg symptoms resolved within 30 minutes. The patient was brought to emergency department, with left upper extremity weakness with paresthesia, later which the weakness had resolved, and numbness and tingling was limited to left hand. The patient was admitted to the hospital on the same day. Neurological examination revealed that the patient had subtle left upper extremity pronator drift with 4 minus out of 5 strengths in the left upper extremity and 5 minus out of 5 strengths in left lower extremity. The right upper extremity right lower extremity had 5 out 5 strengths. Cranial nerves 11-12 were intact. Chest x-ray revealed, the cardiomediastinal contours were within normal limits. The pulmonary vessels were distributed normally. No focal parenchymal opacities, pleural fluid, or pneumothorax were present. The osseous thorax was intact. CT brain revealed no mass, mass effect, midline shift. There was no intracranial hemorrhage, or CT evidence of acute infarction. No hydrocephalus was seen. No acute calvarial abnormality detected. Stable, dense anterior falcine calcifications were noted to be unchanged. No acute fracture or dislocation of the visualized maxillofacial region. Orbits and orbital soft tissues were unremarkable. Mastoid air cells were clear. Paranasal sinuses were clear. There was unremarkable visualization of pharyngeal soft tissues noted. Lab investigations were done with no significant abnormalities. Medications were administered in response to the event. ECG was also performed on same day with no remarkable findings. The patient was diagnosed as tia and specified as "duration of focal or global neurological deficit less than 24 hours in case of imaging-documented new hemorrhage or infarct." The suspected cause was unknown. On (B)(6) 2018, MRI brain was performed which revealed no evidence of acute infarction or abnormal diffusion restriction. There was no evidence for acute intracranial hemorrhage, mass effect, or shift of midline structures. The ventricles appeared normal in size and configuration. The gray-white matter junctions were preserved. The cortical gyri and sulci appeared unremarkable. Flair imaging revealed scattered foci of increased signal intensity within the periventricular white matter, compatible with chronic microvascular ischemia. The orbits were intact. Intraorbital structures including the optic globes, optic nerves, and extraocular muscles were symmetric. No pituitary abnormalities were detected. The paranasal sinuses and mastoid air cells were clear. The brainstem and cerebellum appeared unremarkable. There was no evidence of a mass in the region of the cp angle cisterns. The seventh and eighth cranial nerve complexes appeared unremarkable. That same day, repeat CT head revealed that, no aneurysms were present. The intracranial portions of the internal carotid arteries were normal in caliber and contains minimal calcific plaque, without stenosis. No dissection was noted. There was a normal visualization of anterior and middle cerebral artery branches. The anterior communicating artery was patent. Persistent fetal supply to the posterior cerebral arteries was provided by large posterior communicating arteries bilaterally. The basilar artery was correspondingly small. No basilar artery irregularity was noticed. Both vertebral arteries contributed to the basilar artery. On (B)(6) 2018, transesophageal echocardiography was performed which revealed, well seated watchman device with no significant leak. There was a question of a tiny residual leak present on 3d color imaging. Compared to history that post procedure transesophageal echocardiogram showed 1-centimeter leak, nothing significant apparent at that time. Very questionable tiny patent foramen ovale. Remaining study negative for any source of tia or cerebrovascular accident. On (B)(6) 2018, neurological examination showed significant improvement with resolution of right upper extremity weakness, strength appeared symmetrical, speech was much improved. On (B)(6) 2018, the event was resolved, and the patient was discharged on aspirin and rivaroxaban.